Event description:
Surgeon punctured through tibia with reamer.

Manufacturer narrative:
The product was not returned for examination. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event; however, provided info stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. A search of the complaint database for the reported product code did not show any other reports of bone damage related events. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.